Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly and no replacement added. No additional adverse patient effects were reported.